Event description:
It was reported that the customer has experienced a length difference of 5 mm on size 8 inner cannulas and that the gray ring on the inner cannula falls off the inner cannula. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI, device serial number/lot number are unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.